Event description:
It was reported that they system intermittently would not boot up. This resulted in an intermittent, recoverable loss of imaging functionality, which could result in procedural delays. There is no report of injury or death associated with to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The gpos and the hard drive were replaced during the service call. The system was tested and found to be working as intended and put back into service.